Event description:
It was reported that both the right ventricular (rv) lead and the right atrial (ra) lead had decreased to low impedance. The rv lead also had oversensing. Both leads were capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products 4524 implantable pacing lead 2001-(B)(6); addr01 implantable pulse generator (ipg) 2011-(B)(6), (B)(4).